Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of adhesive around light guide lens is peeled traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The asset ultrasound gastrovideoscope was returned to the service center without customer allegation. This does not indicate an MDR reportable event. However, an MDR reportable failure was identified during testing at the service center. During inspection of the device, peeled adhesive around the light guide lens was observed. There was no patient involvement.